Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting could not occur since the patient did not have a new battery to test inside of the insulin pump. The insulin pump was not returned for analysis at this time.